Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager balloon could not be dilated anymore after reaching 14 atm. There were no patient effects. No additional event or patient information is available.